Manufacturer narrative:
Additional information: the returned screw remover was evaluated. Visual inspection revealed that the prongs on the tip of the device have extensive material damage and two have broken off. The complaint description attributes the cause of this event to the screw having an abundant amount of fibrous tissue grown around it from years of being implanted as well as a difficult approach angle for the remover. With the screw having integrated with the body, more force would be required to remove it and without the possibility of a direct approach angle, the mechanical properties of the instrument are weakened, allowing it to more readily fail as seen. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw remover tip broke during surgery. While removing a screw on a previously installed construct, the screw remover's tip broke off. The removal was completed with an alternative device and there was no surgical delay or patient harm.